Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Review of invoice history confirmed that a majority of the lot has been implanted with no other reported events. Evaluation of the returned component confirmed that it had a cannulation longitudinally and that a guide wire was able to be passed through the cannulation by the investigating engineer. Engineer could not confirm whether the cannulation resulted from activities during the surgery. (B)(4).

Event description:
It was reported that a patient underwent a procedure utilizing an interference screw on (B)(6) 2011. During the procedure, the surgeon attempted to advance the screw over the guide wire for tibial fixation; however, the screw would not advance. It appeared the screw was not cannulated all the way through and attempts to drill cannulation through the screw were unsuccessful. Another screw of the same size was available to complete the procedure. There was no injury to the patient or significant delay to the procedure as a result.